Event description:
Procedure: urological/gynecological. According to the rptr: the pt underwent anterior and posterior repair procedures with grafts, ssf with trans-vaginal obturator, and cystoscopy for treatment of pelvic organ prolapse and stress urinary incontinence. The pt allegedly experienced pain and injury. Pt has undergone or will undergo corrective surgery or surgeries.

Manufacturer narrative:
(B)(4): this report corresponds with bard's report #(B)(4) for "a uretex to kit."